Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were trying to figure out how to get a setting that will work for them for both bladder and bowel. Pt inquired if there was a better program to try that works for both. Pt reported they were on program 3 and reported it was "all over the place" and they were definitely not getting much help with bowel symptoms and not much with bladder symptoms either. Patient services reviewed therapy/programs overview. Pt stated they had tried increasing stimulation first before changing programs. Pt stated they had increased stimulation before to a point that was borderline painful. Pt stated they didn't know if this is due to where the lead is. Patient services reviewed stimulation expectations and general information regarding changing programs. Pt stated they had been told by a manufacturer representative (rep) to "go two weeks" but stated they could not wait that long now because they couldn't go anywhere it was that bad so pt stated they were giving it a week. Pt stated at one time they were feeling stimulation at their "back end". Pt stated there were "four pulses" and stated at one point it was "interfering" and they thought that was what had "made the back end worse" (agent unclear what pt was referring to by this statement). Pt clarified that they were feeling stimulation at their "back end" in their gluteal area and further clarification determined pt was referring to the back part of their bicycle seat area. Pt stated they felt two pulses, one in the middle of their vaginal area (not quite all the way in the front), and another pulse towards the back in their bicycle seat area. Pt stated trial wasn't perfect but was a major improvement and pt couldn't get back there. Pt stated they have tried 3 different programs at this point. Pt stated when they saw the rep and dr. Last week and told the rep that the program was not working, pt was feeling stimulation in their hip so they knew it was not at the right nerve and they knew that was the problem with their program. Pt stated they understand this can be trial and error. Pt stated after implant they were told by their dr to wait a month and come back and pt stated the implant was not working. Patient will continue making therapy adjustments and will continue to track symptoms. Patient services redirected patient to healthcare to further discuss the issue/discuss programs. Pt inquired about ambassador program. Patient services reviewed ambassador program overview. When agent asked for event date, pt stated when they first got the implant pt was told to "leave it like it was" and they were leaking really bad and it was running down their leg and they could not keep it contained. Patient services reviewed role of patient services and redirected pt to healthcare provider (hcp) to further discuss symptoms.